Event description:
Boston scientific received information that following the implant procedure for this implantable cardioverter defibrillator (ICD) there was 2 instances of noise observed on the right ventricular rate/sense channel. The noise was not marked on the shock channel. It was reported that the physician's technique did not include inserting the wrench into the device header prior to tightening the lead. There was suspicion that the noise was either air bubbles or farfield oversensing of atrial flutter. The patient was not pacemaker dependent and device was programmed to vvi 40 ppm. No noise was able to be generated with pocket manipulations. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.